Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for rapidly conducted atrial fibrillation (af). At one point the inappropriate shock induced ventricular fibrillation (vf) which was successfully terminated. The patient was called into the clinic for troubleshooting but has yet to schedule an appointment. The patient has a history of being non-compliant with appointments.